Event description:
New information received notes that the right ventricular lead fracture was confirmed with chest x-ray previously as well.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead was fractured and exhibited low impedance, failure to capture and insulation damage. The rv lead was capped and replaced on (B)(6) 2023. There were no patient consequences.